Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2022 during which the surgeon noted extensive scarring at the surgical site. The cord was trapped by the inguinal canal. The mesh of the floor was removed and replaced. It was reported that the patient experienced chronic inflammation and foreign body giant cell reaction. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.